Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. The device met 93% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4): 5076 implantable pacing lead implanted: 2009-(B)(6); 4195 implantable pacing lead implanted: 2009-(B)(6). (B)(4).

Event description:
It was reported that the device reached the elective replacement indicator (eri) earlier than expected. The device was explanted and replaced. No patient complications were reported as a result of the event.